Event description:
While using a reprocessed harmonic scalpel by vanguard, the operating tips of the instrument bent rendering the instrument inoperable. This is the second time this has occurred with this physician.